Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode was hospitalized secondary to a pressure ulcer at the xiphoid incision with drainage. Surgical intervention was performed. The electrode was repositioned and remains implanted.